Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A 7mm pilot broke off and lodged in femur. An osteotomy was required to remove the broken piece. This caused a surgical delay of 45 minutes.